Event description:
An anonymous pt reported that her permanent cervical implant had malfunctioned and she had to have it replaced. No additional info was provided.

Manufacturer narrative:
As the event reported is anonymous bsn could not determine if the event was previously reported and if the device was returned to be analyzed.